Event description:
It was reported that the patient underwent a revision surgery in which a new cuff was added to the existing artificial urinary sphincter (aus) system in order to increase continence. During the procedure no components were explanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the surgical procedure. The patient did not experience any known adverse events and was currently recovering from surgery. No more information available at the moment. Should additional information become available, it will be provided.